Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 08-oct-2024 that the patient went to emergency room due to high blood glucose level of 600mg/dl the patient was admitted for more than 24 hours. No further information available.